Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose level was almost 500 mg/dl and 360 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active during the reported event. The customer did not wish to continue troubleshooting. The customer also reported air bubbles of size 1-2 centimetre inside the tubing and in between both the black rings inside the reservoir. The device will not be returned for analysis.